Event description:
Info received indicates when the brake is applied, the foot end casters would continue to swivel.

Manufacturer narrative:
The tech replaced the brake casters to repair the stretcher.